Manufacturer narrative:
The field service engineer (fse) was on site to investigate the event. The fse inspected the device and discovered that the lh slidemaker plate for the magnets fell off the front cover. The fse replaced the plate on the front cover. This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) and stated that the lh slidemaker plate for the magnets fell off the front cover so that the cover did not stay open properly. The cover hit the customer's wrist and left a bruise. The customer did not seek any medical attention. There is an exposure control or risk management plan in place at the facility. There are no reports of any adverse pt consequence or change to the pt's treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.